Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed based on the information contained in the log file. The data log file was successfully retrieved and contained events recorded from (B)(6) 2019 where driveline fault alarms were recorded on (B)(6). The returned system controller serial number (B)(6) was operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The investigation did not identify a correlation between the returned system controller and the driveline fault alarms captured in the log file. Per additional information the alarms continued after the controller exchange and the driveline repair. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple driveline fault alarms. Manufacturer's technical service representative reviewed the log file and observed driveline fault alarms on (B)(6) 2019 and again on (B)(6) 2019 through (B)(6) 2019. Controller was exchanged and the log file of the new controller did not show any driveline fault alarms. However, it was suspected that the alarms would return because the new controller and the original controller show the same phase of the driveline. Manufacturer's technical service representative performed an external percutaneous lead replacement on (B)(6) 2019 without any issues. They also noticed total separation of the metal shield about midway on the external portion of the driveline. The patient did not have anymore driveline fault events post repair and was sent home. No further information provided.